Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer failure. The field service engineer stated that the customer fixed the issue. The system functioned as intended after the customer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a drawer failure. The customer stated that the drawer 1 jammed not fully opening. There were no adverse events or injuries reported based on this event.